Manufacturer narrative:
Synthes is unable to provide the date of manufacture without a lot number. The investigation could not be completed, no conclusion could be drawn, as the product was received and is entering the evaluation system.

Event description:
Pt status post acdf c5-c6. During a follow up visit an x-ray showed a screw backing out of the plate. Surgeon removed hardware and revised. This is one of two reports for this event.